Event description:
Reprise IV post market study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed left bundle branch block. Hospitalization was prolonged for further evaluation and treatment. An electrophysiology study was performed and a permanent pacemaker was implanted to treat the event. Three days post index procedure, the subject was discharged. At the time of reporting, the event was considered not recovered. It was further reported that the ij pacemaker was left as the backup rate at 40 beats per min. One day post index procedure, a biventricular dual chamber permanent pacemaker (non-boston scientific) was implanted successfully to treat the left bundle branch block and acute on chronic heart failure.

Manufacturer narrative:
H3: device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. A review of the media identified no malfunctions with the device.

Event description:
Reprise IV post market study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed left bundle branch block. Hospitalization was prolonged for further evaluation and treatment. An electrophysiology study was performed and a permanent pacemaker was implanted to treat the event. Three days post index procedure, the subject was discharged. At the time of reporting, the event was considered not recovered.

Manufacturer narrative:
H3: device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. A review of the media identified no malfunctions with the device.

Manufacturer narrative:
Device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. A review of the media identified no malfunctions with the device.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed left bundle branch block. Hospitalization was prolonged for further evaluation and treatment. An electrophysiology study was performed and a permanent pacemaker was implanted to treat the event. Three days post index procedure, the subject was discharged. At the time of reporting, the event was considered not recovered.